Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a ¿sensor calibration failure¿ code was found in the ventilator¿s downloaded error log. The device's main board was replaced to address the issue. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes. Box g report source (rfb) has been updated/corrected in this report.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a ¿sensor calibration failure¿ code was found in the ventilator¿s downloaded error log. The device's main board was replaced to address the issue.